Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis as one side of the cylinder was swollen. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a cylinder aneurism. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis was able to confirm the reported allegation based on the identified failure with the cylinder that had a bulge. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. The kink resistant tubing (krt) of both cylinders was fatigued and worn down to the filament. Cylinder 1 had excess air between the inner and outer tubes when inflated with syringe and bulging was present. Cylinder 2 had broken fabric threads that was the result of wear at a fold in the cylinder body. Both cylinders were not pressure test due to the bulge and broken fabric threads that were identified. Product analysis confirmed the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen due to the conclusion that identified the failure with the cylinder that had a bulge.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis as one side of the cylinder was swollen. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a cylinder aneurysm. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.